Event description:
The patient had nss being infused by a b. Braun outlook 100 infusion pump. The nurse noticed something dripping in the area of the IV tubing. Upon further assessment she noticed that the nss was dripping out of the tubing proximal to patient, past the IV pump. The inner blue portion of the ultrasite valve was depressed within the white plastic exterior and it did not recoil. The fluid was dripping out of the ultrasite valve and air was being drawn into the tubing. The air was noticed before it reached the patient and no harm occurred to the patient. Manufacturer response for IV tubing set, ultrasite IV set for outlook safety infusion system (per site reporter). They requested the tubing set so that they can evaluate it. The sales representative stated that this not a common problem and he has not experienced this problem.